Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was loaded into the delivery catheter system (dcs) and during the load check, crown overlap appeared to extend to node 4. A pre-implant balloon dilation was performed with a 22 mm non-medtronic balloon over a non-medtronic guidewire. The end pigtail technique was utilized for implantation. On the first deployment attempt, a possible infold was observed. Hemodynamics remained stable. The valve was recaptured and withdrawn from the patient. A second valve and dcs were prepared and implanted successfully. There was a minimal procedural delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0013102626); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0013115491); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a total of five intraprocedural media files and one static image were submitted for review. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection of the valve was examined, and a misload appeared to be evident by inflow crown overlap reaching node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Documentation suggests that the valve was used for the implantation attempt during which infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, a nd recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was withdrawn and a new system was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was contained within a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. Remnants of coagulated blood were observed on the frame and tissue. The valve was received in a compressed configuration, with the outflow aspect exhibiting minimal ellipticity and the inflow aspect exhibiting a reniform (kidney-shaped) appearance. As received, all leaflets were observed in a partially closed configuration. All leaflets were dehydrated and moderately pliable, with deep creases and frame imprints observed across the leaflet surfaces. All commissures were intact. No visible suture damage was observed. The valve was submerged in a warm saline bath (approximately 37°c), resulting in resolution of the elliptical profile on the outflow aspect and the reniform appearance on the inflow aspect. The valve continued to exhibit residual compression following submersion, consistent with configurations that have been historically observed in valves maintained in a compressed state within the delivery system. No frame damage, such as bends or kinks, was observed following warm saline submersion. Due to the condition of the returned valve, a deployment simulation to further evaluate the reported allegation could not be performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.